Event description:
It was reported that when the customer turned on and checked the cs100 intra-aortic balloon pump (iabp), the charging indicator light is not on. No personnel were injured.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character restrictions in block e1 telephone number: (B)(6).

Manufacturer narrative:
Event site telephone: (B)(6). Updated fields: b4, d8, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and found that the battery charging voltage was 11.4v and the power box module was damaged and needed to be replaced. Fse replaced the pwr sply/chrgr w/o ext dc inpt. The equipment had passed the pre-use inspection. The equipment had passed all factory-specified performance and safety indicator tests. The equipment had been delivered to the customer and can be used clinically.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that the battery charging voltage was 11.4v and the power box module was damaged and needed to be replaced. Except for the charging failure the instrument was running normally in other states. In addition, it was reported that the hospital modified the battery charging equipment themselves.

Event description:
N/a.